Event description:
A pt underwent a therapeutic ercp procedure with stent placement for treatment. The rx wallstent biliary permalume endoprosthesis would not deploy. The procedure was completed with use of another device. The product was returned for eval.